Event description:
A pt received v.a.c therapy in 2007. The pt had been complaining of discomfort, so a surgical exploration of the wound was done on six and a half months later. The pt's wound was explored under general anesthesia and a piece of foam that looked like granufoam was removed. Although there was no evidence of an infection, the wound was cultured and the pt was prescribed antibiotics. The pt was admitted and released from the hosp on the same day.

Manufacturer narrative:
V. A. C. Labeling states under "warnings" "foam placement": "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart". It also states under "foam removal": "v. A. C. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events". The home health nurses performed all of the pt's v. A. C. Therapy dressing changes and it does not appear that the home health nurses had implemented any count and record protocol as recommended by MFR's labeling.